Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while off of insulin pump therapy due to a pump malfunction. The patient's blood glucose was reported to be 507 mg/dl without any symptoms suggestive of hyperglycemia. The reporter alleged moisture in the pump behind the display lens and all keypad buttons were unresponsive. This complaint is being reported because the patient reportedly experienced a serious injury as a result to discontinuation of insulin pump therapy due to an alleged pump malfunction.